Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s back really hurts and they though the device had moved. It was reported that the patient had called their healthcare provider (hcp) and schedule an appointment. It was indicated that falls may have been related to the issue as the patient falls a lot. The patient was redirected to follow-up with their hcp to get a manufacturing representative¿s name and number as the hcp office directed the patient to contact the manufacturer. It was reported that the patient was not quite sure but they thought their back pain had been occurring for (B)(6) (2017). In (B)(6) 2017, it was reported that the patient thought their device might have moved. No further complications were reported/anticipated.